Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode is not in the cochlea, it has migrated out. The electrode shall be repositioned but a date is not yet known.

Manufacturer narrative:
Conclusion: according to the received information, the patient has been re-implanted after the active electrode array migrated out of cochlea. A re-insertion surgery was attempted but damage of the active electrode array was detected and therefore the device was explanted. Device investigation confirmed damage of the electrode array, most likely due to the re-insertion attempts and the removal surgery. The implant registration card states that insertion of eleven channels was achieved during initial implantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The electrode was no longer in the cochlea, as it migrated out. Surgeon confirmed that the electrode array was in correct position after implantation, however the device implant registration card indicates an incomplete insertion at implantation. The electrode was recessed in a channel in bone. The patient was not a good performer. A re-insertion was attempted but a damaged electrode was seen and therefore the device was explanted. The surgeon mentioned that an anticlockwise rotation of the implant housing might have contributed to the array migration outside the cochlea.